Event description:
It was reported that, patient presented on (B)(6) with an infected j and j knee from an outside institution. The patient was I & d and temporary spacer (triathlon femur, triathlon poly, simplex cement) was placed in patient. Patient experienced wound dehiscence sometime between surgery and implant removal ((B)(6) 2012). Products were removed on (B)(6) 2012 by dr. (B)(6) and a temporary cement spacer was placed in the knee with a wound vac.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5532-g-619, lot # metk1r, description: triathlon ps x3 tibial insert. Cat # unk, lot # unk, description: simplex cement. It cannot be determined which, if any of these devices may have caused or contributed to the event.